Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd: 27-dec-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2021, it was reported that patient had severe leg cramps and several bulging discs in back but stimulator only eases pain in legs and not in back. Patient reported they've had it reprogrammed a couple of times but it only helps the leg pain and not the back. Patient reported they have had therapy issues on and off since doi because of their condition. Pt stated they have had bladder issues since the implant of the stimulator. Pt stated they have seen a manufacturer representative (rep) several times for programming, the first time was probably a month or so after implant. The pt stated they will be having several procedures done at cleveland clinic in cleveland, oh to try and determine the sources of the pain. Pt stated the appointments have not been scheduled yet. Agent reviewed hcp resources for scheduling and consultation and agreed to email the field staff for visibility. Pt mentioned they no longer have a managing hcp as their previous hcp is now out of their insurance network. On 2021-oct-19, additional information was received from the patient clarifying their previous report of bladder issues occurring since implant. The patient stated that the urinating started the day of the 1st implant. They had to stay overnight due to not being able to go. They catheterized them and took off over 2000 mls of urine. It was reported that the patient needed reprogramming due to their pain and the pandemic contributed to them not having any place to go to have it adjusted. The patient indicated that their bladder issues were super bad and they wish they never had the device. The patient indicated that their life had dramatically changed due to the complications and would never be the same again. It was reported that no cause was diagnosed, and they still had the issue every day. The patient indicated steps taken to address their issues of not having back relief, having therapy issues on and off and bladder issues since implant was the were going to get an adjustment. They stated they¿ve had no relief in urinating even with medicine. Their issues had not been resolved. The patient indicated that they had repeated tried to investigate the issue, but nobody could figure it out. The patient weighed 140 pounds at the time of the event.

Manufacturer narrative:
Continuation of d10: product ID 977c165 lot# serial# (B)(6) implanted: (B)(6) 2019 explanted: product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. Patient reported urologist saying they probably have neurogenic bladder.

Event description:
Additional information was received. It was reported the patient's bladder issue started right after trial implant. The stim was the cause. It was noted the urologist stated the neurogenic bladder but MRI showed no evidence of it. The patient stated there was no plan or diagnosis as it was unable to be adjusted well enough. The issue was not resolved.

Manufacturer narrative:
Continuation of d10: product ID: 977c165; serial# (B)(6); implanted: (B)(6) 2019; product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.